Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh and bioarc were implanted. It was also reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced extrusion, infection, urinary problems, bleeding, vaginal scarring and daily dose of antibiotics to prevent urinary tract infections. It was reported that patient underwent mesh removal due to erosion of the mesh on (B)(6) 2005. It was reported that patient underwent a placement of pubovaginal sling mentor fascia latta due to stress urinary incontinence on (B)(6) 2006. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent partial vulvectomy on (B)(6) 2012 due to vulvar lesion. It was reported that patient underwent laparoscopic bso, enterolysis, lysis of adhesion and laser vaginectomy on (B)(6) 2011 due to pelvic pain. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.